Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tip came off the vaso view hemopro and fell into the pt. The piece was retrieved with another vaso view hemopro and no additional incision was needed. Nothing was left in the pt. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the tip of the silicone boot on the cold jaw was missing and not returned. The boots displayed evidence of heat related damage consistent with activation of the device while the jaws are in direct contact. While we were unable to conclusively determine the root cause, this problem is consistent with an improper insertion of the tool into the cannula. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal complaint number - (B)(4).